Event description:
While attempting to transfuse with the second set, the tubing was leaking from the actual transfuser. Leak from bottom end of the heat exchanger (the end near the gas vent/filter assembly) that pushes into block #1 on the rapid transfuser device.